Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7338760, expiration date: 2022-11-30, manufacture date: 2017-12-04. Medical device lot #: 7313711, expiration date: 2022-10-31, manufacture date: 2017-11-09. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd luer-lok¿ syringe had a broken tip, contained foreign matter and had printing defects. No serious injury or medical intervention was reported.

Manufacturer narrative:
Describe event or problem: it was reported that bd luer-lok¿ syringe had a broken tip, contained foreign matter and had printing defects. No serious injury or medical intervention was reported. 7 syringes were reported to have fm, 90 had scale marking issues, and 19 were damaged. Investigation summary: sample evaluation: samples of 3ml syringes from 2 reported batches for various reported defects were received and evaluated: 4 from batch #7313711 and 6 from batch #733876, all p/n 301073. 7313711 ¿ particulate ¿ 2 samples were received. Both samples had the stoppers in the break out position. One syringe was observed to have a piece of fm above the stopper in the fluid path. The fm appeared to be a sliver of wood 1/4 inch length by 3/32 inch at its widest point. One syringe was observed to have a piece of fm above the stopper in the fluid path. The fm appeared to be a sliver of wood 3/8 inch length by 1/16 inch at its widest point. It also had a small piece behind the stopper¿s second rib outside the fluid path. The fm observed is rejectable per product specification. 7313711 ¿ print ¿ 2 samples were received. One barrel had portions of the grad lines missing between 1 ½ ml and 3ml markings. The print appeared to be scratched off, however less than 50% of any one item was missing therefore the print quality is considered acceptable per product specification. One barrel had most of the print missing between 1 ½ ml and 3ml markings, as well as part of the ¿1 ½¿ number. The amount of print missing was more than 50% of at least one item. Therefore print quality is rejectable per product specification. 7338760 ¿ particulate ¿ 2 samples were received. One syringe was found to have a piece of foreign matter between the plunger rod¿s retaining ring and the crown outside the fluid path. The fm was larger than level 3 in size and appeared to be a piece of green plant material. One syringe was found to have numerous small black particles level 1 in size throughout the inside of the barrel. The particles were found on the top of the stopper and barrel wall in the fluid path as well as behind the stopper and barrel wall and flange outside the fluid path. The particles were mixed with silicone and were wiped clean from barrel wall when stopper with plunger was pulled back for evaluation. The particles could not be easily identified by visual evaluation alone, therefore the sample was submitted for ftir analysis. The fm observed in the samples received is rejectable per product specification. 7338760 ¿ damage ¿ 2 samples were received. One syringe was found to have plunger rod ribs damaged, approximately 1/3 of the way up from the thumb rest coinciding with the 2 1/2 ml markings if stopper is in bottom out position. One syringe was found to have barrel damaged all the way around 1 1/2 ml markings. The damage observed is rejectable per product specification. 7338760 ¿ print ¿ 2 samples were received. The barrels of both syringe had portions of grad lines and numeral markings scratched off and missing between approximately 1ml and the bd logo. The amount of print missing was more than 50% of at least any one item. Therefore the print quality is rejectable per product specification. As per request, fourier transform infrared radiation (ftir) analysis was completed on the dark particles of material observed in the barrel of the syringe. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely a mix of stopper material, silicone, and calcium carbonate. Device history record review: DHR review:batch 7313711. Release date: 11/14/2017. Released quantity was (B)(4). Printing and assembly records were reviewed as part of this DHR review. Print defects were found during the manufacture of this batch. Adjustments were made, including removing jammed part in dial, and product was requalified per applicable aql before production resumed. Batch 7313711 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. DHR review for batch 7338760 (p/n 301073): manufacturing dates: 12/08/2017 to 12/09/2017. Batch quantity was (B)(4). Assembly records were reviewed as part of this DHR review. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7338760 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Machine logs indicate marker issues resulting in missing print during the manufacture of this batch. Marker adjustments were made before production resumed. Probable root cause: ¿particulate¿ ¿ potential root cause for the loose foreign matter defect is associated with the material handling and assembly process. ¿inclusions¿ ¿ potential root cause for the embedded foreign matter defect is associated with the molding process. The embedded fm is most likely degraded plastic. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start up. ¿damage¿ ¿ potential root cause for the damaged plunger rod and stopper angularity observed is associated with the assembly process. ¿print¿ ¿ potential root cause for the print defects is associated with the printing process. Corrective and/or preventive action: ¿particulate¿ and ¿inclusions¿ ¿ the defects observed in the samples received were considered cosmetic and acceptable per product specification. Furthermore, they occur at low occurrence levels and are typically well within the acceptable quality limits. No corrective actions are necessary at this time. No corrective actions are necessary at this time. ¿damage¿ ¿ these defects typically occur at extremely low frequency during the high speed manufacturing process and are usually isolated incidents. Controls are in place to isolate and contain defects to ensure the quality of the final product. However, a few pieces with defects may escape detection. No corrective actions are necessary at this time. ¿print¿ ¿ ink spots outside the print area do not affect the volumetric accuracy nor functionality of the syringe, and are considered a cosmetic defect. Missing print defects are rare but may occur at low frequency during the high speed manufacturing process. Controls are in place that include periodic print quality checks and print pad changes to ensure consistent print quality. No corrective actions are necessary at this time. Controls are in place to ensure containment of defects and quality of the final product. They include periodic in-process inspections at various stages of manufacturing. In addition, regarding cardboard/wood foreign matter: the batches involved are from 2017. Corrective actions have been implemented since then that included eliminating cardboard and wood from all manufacturing areas. No additional actions are recommended at this time.

Event description:
It was reported that bd luer-lok¿ syringe had a broken tip, contained foreign matter and had printing defects. No serious injury or medical intervention was reported. 7 syringes were reported to have fm, 90 had scale marking issues, and 19 were damaged.